Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the ventricular assist device (vad), after the pump was tightened to sewing ring, the pump was loosened in order to adjust positioning. The pump was rotated by the surgeon in different directions, then removed from sewing ring. O-ring was found broken and detached. The pump was re-installed, function was tested, and no leaking was detected. The vad was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The o-ring was not returned for evaluation. Review of the manufacturing documentation confirmed that the o-ring met all requirements for release. The reported event could not be confirmed since the component was not returned and no evidence or supporting data was provided. There is no evidence to suggest that a component malfunction caused or contributed to the reported event. Based on the historical review of similar events, the most likely root cause can be attributed to multiple factors such as possible variation in the sewing ring gap that may result in variation in the effective diameter of the sewing ring as assembled and the angle of insertion by physician during implant. If information is provided in the future, a supplemental report will be issued.